Event description:
The advocate stated his daughter received a blood glucose reading of 500mg/dl on the contour next link, re-tested on a different meter and the reading was 132mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Only the meter information was provided. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.